Event description:
Pt implanted with liss plate and screw on (B)(6) 2012. Facility reported breakage of screws and plate between (B)(6) 2012. X-rays show plate pulling away from bone but no breakage was noted. Pt was returned to operating room (B)(6) 2012, plate and screws were removed. Pt treated with irrigation and debridement and antibiotics for unconfirmed infection, and intramedullary nail was placed (B)(6) 2012. This is 7 of 7 reports.

Manufacturer narrative:
W/o a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.